Manufacturer narrative:
A lot history review (lhr) of reya1327 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reya1327) have been reported from one mexico facility. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
During the installation process of catheter in patient by doctor, it was observed that the catheter easily detached from the "butterfly" (suture wings).